Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products:the product has been returned to zimmer biomet but the analysis of the devices has not yet begun. Associated products: medical product: m2a-38 cup non flared sz 56mm. Catalogue number: 15-106056. Lot number: 738040. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: warsaw received an m2a cup and unknown ceramic head on feb 8, 2022. On mar 15, 2022, sales rep confirmed he was unaware of any revision after the patient's (B)(6) 2020 revision that is captured in (B)(4). During the (B)(6) 2020 revision a ceramic head was implanted and the m2a-38 cup remained implanted. We received both implants without any notification of a revision. The sales rep checked sms and there was no documentation of a revision with dr morawski. We believe the patient may have gone to a different surgeon when another unknown revision took place on an unknown date. Patient involvement- unknown revision surgery.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR report number 3002806535-2020-00029.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR report number 3002806535-2020-00029.